Event description:
During a cataract extraction proceudre, this phacoemulsification handpiece could not be caibrated. Another handpiece was used to complete the procedure.

Manufacturer narrative:
When this handpiece was recieved there was no information with it that indicated the failure occurred during a procedure and it was not tracked to this complaint. No evaluation was made on the device.